Manufacturer narrative:
The customer's report was observed at zoll medical corporation; during disassembly of the device to determine root cause, the technician observed internal and external damages consistent with mishandling. An interconnection flex cable was replaced. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.